Event description:
It was reported that customer experienced alarm 2 related to occlusion earlier in day while using novarapid insulin. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, did not report frequent or recurring occlusions, and technical support determined that no additional assistance was necessary and closed case.